Event description:
Boston scientific cardiac rhythm management (crm) received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead underwent an ablation procedure during which time the defibrillation lead dislodged. A new lead was implanted without issue; however, shortly post-surgery, the patient's rate was noted to be low. Examination noted noise which could be reproduced by pressing on the header. This noise was inhibiting pacing. A second procedure was performed and the setscrew was found to be stripped and the lead was easily pulled from the header of the device. Attempts to tighten with a non-torquing wrench were unsuccessful. As a result, the device was explanted and will be returned for analysis. No adverse patient effects were reported.